Event description:
The user found that there was leakage from the device. The user returned the device to olympus repair center. During the inspection of the device, olympus repair center found that the coating of the device tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. Olympus repair center could confirm the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.